Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
In a letter dated (B)(6) 2012 sent to hip product development mgr, dr (B)(6) indicated that "he performed a revision surgery on (B)(6) 2012 and returned the implants."